Manufacturer narrative:
E1 initial reporter facility name and phone: updated.

Event description:
It was reported that the ambicor penile prosthesis (app) was removed due to pump no longer cycling. A new inflatable penile prosthesis (ipp) was placed. There were no patient complications reported.

Event description:
It was reported that the ambicor penile prosthesis (app) was removed due to pump no longer cycling. A new inflatable penile prosthesis (ipp) was placed. There were no patient complications reported.